Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver fractured while attempting to remove a screw. The tip was retrieved and the case was completed with an alternate device. There were no reported patient impacts.

Event description:
It was reported that during the procedure the tip of the driver fractured while attempting to remove a screw. The tip was retrieved and the case was completed with an alternate device. There were no reported patient impacts.

Manufacturer narrative:
The part and lot information on the returned device matched the information in the complaint file. Visual inspection revealed that the tip is fractured. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. The hardness was within the specified range (46-52 hrc). The lot was also inspected at an aql level for workmanship as required and was found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the tip of the driver fractured while attempting to remove a screw. The tip was retrieved and the case was completed with an alternate device. The reported complaint is confirmed. The exact cause of this event can't be determine with the available information. However, as the stg states that the screw adjuster is intended for minor manipulation of the screw height, excessive force for unscrewing or removing the screw from the bone can likely damage the driver tip.